Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by severe abdominal pain, high fever and cloudy effluent. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event and was scheduled to stay in the hospital for approximately three weeks. The patient was treated with unspecified antibiotic (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient was recovering from the event. Reguneal therapy was ongoing however, action taken with extraneal therapy was not reported. No additional information is available.